Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history and investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
47-year-old male; ems worker who is self-testing and self-reporting. Customer reported 4 false positive results using cue covid-19 test for home and over the counter (otc) use. (See related cases (B)(4), and (B)(4) for additional reported false positive results). This report is for 1 false positive result after feeling unwell on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot, cartridge sn, and cue reader sn are unknown. Customer reported the symptoms lessened, and they tested negative with an antigen test, brand and exact test date are unknown. On (B)(6) 2022, the customer tested negative for covid-19 with a repeat test on cue covid-19 test for home and over the counter (otc) use. On (B)(6) 2022, the customer tested negative with an unknown sars-cov-2 pcr test. Product has been stored according to package insert. No further information is available for this event.